Event description:
Reportedly, the ventilator lcd screen went blank while in use with a patient. A nurse call light system alerted the therapist to attend to the patient. There was a visual alarm but no audible alarm from the ventilator. The ventilator was still ventilating. An unsuccessful attempt was made to reset the ventilator to reboot the screen. The patient was manually ventilated and transferred to a second ventilator.

Manufacturer narrative:
(B)(4).